Event description:
Pt has severe copd. Helios oxygen demand valve in portable unit shut off when pt began gasping with dyspnea. Pt could get no oxygen even though unit was set to 4 liters/min, and pt became extremely cyanotic (sao2 30) for five mins until the problem was discovered, and immediately recovered when switched to continuous flow o2. Rptr has had 2 other pts with similar problem of demand regulator valve shutoff of oxygen when pt begins gasping from dyspnea, all in last 1 month, both leading to respiratory arrest.